Event description:
It was reported that the renegade was stuck and could not be removed from the imager. A 135/10 renegade hi-flo and a imager ii angiographic catheter were selected for use as ancilliary devices for a preclinical study for liquid embolic prototypes. During procedure, renegade microcatheter was placed through a imager ll angiographic catheter. Once passed out the tip of the imager, the renegade was unable to be advanced to the location. The renegade appeared to be locked within the imager ll angiographic catheter and was unable to be advanced to the treatment site. The renegade was pulled pretty firm trying to get it back into the imager catheter and it became stretched. The device was aggressively pulled out in trying to separate the two devices and this occurred both inside and outside the body. However, the renegade could not be removed from the imager and renegade had to be cut. The procedure was completed with a new imager ll and renegade catheter.